Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Infast sling - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence, and infections. The plaintiff also experienced incidental cystotomy, pain, disfigurement, painful intercourse, scarring, "closed loop obstruction with trauma and adhesions into the pelvic cavity" and "inflammation in ileocecal area". The device remains implanted. No further complications have been reported in relation to this event.